Manufacturer narrative:
(B)(4) the device history review for the product visistat 35w 6/box, lot number 73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: after firing some staples the stapler stopped working. The patient's condition was reported as unknown.